Event description:
The pt underwent implantation of a synchromed pump in 1999 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The catheter had been placed with a previous pump in 1994. During the implant procedure, the hcp noted the pump would not perform a purge bolus and during refill procedures, the actual reservoir volume was much greater than expected. The pt underwent explantation of the pump in 2000, followed by implantation of another synchromed pump. The explanted pump was returned to the MFR for analysis.

Event description:
The pt underwent implantation of a synchromed pump in 1999 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The catheter had been placed with a previous pump in 1994. During the implant procedure, the hcp noted the pump would not perform a purge bolus and during refill procedures, the actual reservoir volume was much greater than expected. The pt underwent explantation of the pump in 2000, followed by implantation of another synchromed pump. The explanted pump was returned to the MFR for analysis.